Manufacturer narrative:
Preliminary analysis of the device revealed a detached irrigation port. We are in the process of evaluating the device. Upon completion of the eval of the device, a f/u med watch report will be filed.

Event description:
It was reported while using the cool path ablation catheter during a cavotricuspid isthmus (cti) ablation procedure, a steam pop occurred. A non-sjm generator was set with power at 40w and temp at 50 degrees, when a steam pop occurred. The physician decreased the power setting on the generator to 30w and continued ablating the cti line with the same catheter until bidirectional block was achieved. There were no further consequences to the pt.